Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 437mg/dl and is having trouble uploading to carelink. Troubleshooting assisted customer with information about uploading and. The customer indicated that the customer's infusion sets ripped off and that this may have been the reason for the high blood glucose. No further details given.